Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis during an endoscopic ultrasound (eus) guided cystogastrostomy performed on (B)(6) 2019. According to the complainant, during the procedure, the first flange of the stent was successfully deployed inside the target lesion, and the second flange was deployed inside the scope channel. The physician attempted to push the second flange out of the scope channel, but the stent ended up fully deployed inside the lesion. The delivery system was removed from the patient, and the puncture site was dilated using a 12-15mm balloon. A diagnostic gastroscope was passed into the walled-off necrosis, and the stent was removed using grasping forceps. Suction was performed to remove pus and debris tissue, and two double pigtail 7fr/5cm stents were placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed. There was no damage noted to the stent. The stent deployment hub was in its original position, the catheter hub was in its original position, and the catheter lock was in the locked position. The yellow safety clip was not returned. No damage was noted to the nose cone, the outer sheath, or the polyimide inner. A functional evaluation was performed, and the catheter control hub was able to be advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The reported stent migration into the target lesion and subsequent endoscopic intervention to remove the stent are known possible adverse events associated with the use of the hot axios stent and delivery system and are referenced in the hot axios directions for use (dfu). Therefore, a review and analysis of all available information indicated that the most probable root cause is known inherent risk of device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Manufacturer narrative:
Patient identifier is (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis during an endoscopic ultrasound (eus) guided cystogastrostomy performed on (B)(6) 2019. According to the complainant, during the procedure, the first flange of the stent was successfully deployed inside the target lesion, and the second flange was deployed inside the scope channel. The physician attempted to push the second flange out of the scope channel, but the stent ended up fully deployed inside the lesion. The delivery system was removed from the patient, and the puncture site was dilated using a 12-15mm balloon. A diagnostic gastroscope was passed into the walled-off necrosis, and the stent was removed using grasping forceps. Suction was performed to remove pus and debris tissue, and two double pigtail 7fr/5cm stents were placed to complete the procedure. There were no patient complications reported as a result of this event.